Manufacturer narrative:
Event is currently under investigation.

Event description:
Per mw5056017: during placement of a cook artery catheter set, the tip of the catheter broke off. The catheter remained and was unable to be retrieved at bedside; therefore, the patient was taken to the operating room for removal of the device. Information was provided on (B)(4) 2015: post surgery to remove the device fragment, the patient is doing okay.

Manufacturer narrative:
Pt information not provided by the reporter. Lot number not provided by the reporter. Expiration date unknown as lot is unknown. UDI #: unknown as lot is unknown. (B)(4). Mfg date: unknown as lot is unknown. Event evaluation: a review of complaint history, drawings, quality control, trends and a visual inspection of the returned device was conducted during the investigation. The customer returned the hub from a c-pms-401j-fa femoral artery pressure monitoring set; however, the separated shaft of the catheter was not returned. The visual examination noted that the complaint device was completely separated at the hub. The red tubing was still present inside the hub, but was sheared off at the exit of the hub. There were additional connecting tubes still attached to the hub of the complaint device. The lot number of the complaint device was not reported, therefore a search of production records cannot be conducted. Also, a search for additional complaints against the same lot cannot be conducted either. There is no evidence to suggest the device was not manufactured to specification. After examination of the complaint device, it is not possible to determine a root cause of the failure. We have notified appropriate personnel and will continue to monitor for similar events. Per the quality engineering risk assessment (qera), no further risk reduction is required. Pt information not provided by the reporter. Lot number not provided by the reporter. Expiration date unknown as lot is unknown. UDI #: unknown as lot is unknown. (B)(4). Mfg date: unknown as lot is unknown. Event evaluation: a review of complaint history, drawings, quality control, trends and a visual inspection of the returned device was conducted during the investigation. The customer returned the hub from a c-pms-401j-fa femoral artery pressure monitoring set; however, the separated shaft of the catheter was not returned. The visual examination noted that the complaint device was completely separated at the hub. The red tubing was still present inside the hub, but was sheared off at the exit of the hub. There were additional connecting tubes still attached to the hub of the complaint device. The lot number of the complaint device was not reported, therefore a search of production records cannot be conducted. Also, a search for additional complaints against the same lot cannot be conducted either. There is no evidence to suggest the device was not manufactured to specification. After examination of the complaint device, it is not possible to determine a root cause of the failure. We have notified appropriate personnel and will continue to monitor for similar events. Per the quality engineering risk assessment (qera), no further risk reduction is required.

Event description:
Per mw5056017: during placement of a cook artery catheter set, the tip of the catheter broke off. The catheter remained and was unable to be retrieved at bedside; therefore, the patient was taken to the operating room for removal of the device. Information was provided on 28 oct 2015: post surgery to remove the device fragment, the patient is doing okay.